Event description:
It was reported the patient had an area on his incision that did not appear to be healing well. It was logged the event occurred during post op. It was reported there was redness, tenderness, and no drainage. It was logged there was an appointment for the patient to see their health care provider on that day and the patient was started on 14 day prescription of cipro. It was logged the patient was a type 2 diabetic but generally did not have any problems with healing. It was logged there was no diagnostic testing or troubleshooting performed, the issue was not resolved, and the cause was not determined. It was then reported the patient status at the time of the report was alive with no injury. It was logged there was an unknown type of infection and antibiotic treatment was necessary. It was logged the date of onset/diagnosis of the infection was not known and since the patient reported no drainage, it was doubtful that cultures were taken. Additional information received reported there were no cultures taken. It was noted the location of the infection was the pocket incision, and the antibiotic was the only intervention taken or planned. It was logged that the site was "looking better". It was reported that it drained a small amount of pinkish/yellowish fluid "about enough to paint the nail on your little finger" in 12 hours. It was noted the patient had no complaint of therapy relief or coverage. Further information received reported the patient had followed up with the doctor. It was noted the patient still had a tiny spot that was giving him trouble with healing and was still tender, so the doctor obtained a culture, and in the process noticed a very small piece of suture embedded in the tissue at the site. It was logged that he was able to remove it, and was continuing the patient on cipro for 7 more days. It was reported the patient was to follow up with him the (B)(6) following report.

Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97754, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the culture was positive for staphylococcus aureus. As of (B)(6) 2014, at the physician¿s office, a small negligible amount of clear drainage was seen. There was no redness. The wound was not completely epithelialized. Cipro was increased to 500 mg twice daily and the patient was to continue wound care measures. The patient was to follow up on (B)(6) 2014. It was further reported that the patient had a ¿pinhole¿ size opening that was still healing at the infection site. There was a little bit of tenderness. There was no redness or warmth. It drained a drop of blood a day, but there was no other drainage. No other symptoms were reported. The patient had cancelled their (B)(6) 2014 appointment. It was further stated that the infection had appeared to be cleared. The area was healed. The incision was closed and scabbed over. There had been no blood or drainage for a week, as of (B)(6) 2014.